Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion and no delivery tests. No excessive "no delivery" alarm noted. The pump was received with unable to prime at 4.0 pounds during prime test due to moisture damaged inside faulty force sensor system. The pump had cracked display window corner, cracked lcd window, cracked battery tube threads and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call of a prime/fill anomaly and excessive no delivery alarms from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the no delivery occurred during basal. The customer stated that the no delivery alarm was not recurring. Customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.